Event description:
Additional information received that the clinical diagnosis was pump pocket erosion which was pump related, but not related to the catheter, ¿other component¿, nor the programming.

Event description:
It was reported there was surgical wound dehiscence of the pump pocket discovered by examination on (B)(6) 2014. There was an open wound with the pump and catheter visible. The event severity was noted as ¿mild (does not interfere in a significant manner with the subject¿s normal functioning level).¿ the pump was explanted and not replaced on (B)(6) 2014. An action taken was noted as "surgical abandonment/capped". As of (B)(6) 2014, the event was unresolved with no further actions planned. The system was being used to deliver fentanyl, bupivacaine, clonidine, and compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4),implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).